Event description:
Received information which alleged patient underwent a revision procedure due to screw back out. As per reporter once the plate was exposed it was noticed that the lcoking mechanism was broken on the bottom level of the plate. No product or xray have been provided to confirm the event.